Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) level (specific bg value was not provided); details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.